Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing inaccurate cgm readings, described as within a normal range (exact value not provided), while a fingerstick blood glucose (fsbg) measurement reportedly differed by approximately 500 mg/dl. The patient also reported feelings of irritability. Emergency medical services (ems) were contacted, and the patient was transported to the hospital. The patient was unable to provide details regarding any fsbg measurements obtained or treatments administered by paramedics during transport. Upon arrival at the hospital, the blood glucose reading was reported as ¿high,¿ although a specific value was not provided. The patient was also unable to recall details regarding treatments or medications administered during hospitalization. The cgm value at the time of hospital evaluation was not available. At the time of the report, the patient remained hospitalized and reported ongoing irritability. Discharge was anticipated by tuesday, (B)(6) 2026 (greater than 24 hours hospitalization). Dexcom technical support made multiple attempts to follow up with the patient to obtain additional details and clarification regarding the event; however, these attempts were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 500 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.